Event description:
They implanted and had to remove it, possibly frayed. Another MFR's stent placed. Add'l info received (B)(6) 2011 - the original implant was in 2005 or 2006. The pt came in with abdominal pain. Found to be a type 1b leak in the left common iliac (1820334-2012-00050). The physician attempted to realign and extend into the left external iliac using the zenith flex aaa endovascular graft iliac leg. The physician commented that the pt had a tortuous iliac. As the physician attempted to advance the whole system, the sheath accordioned (1820334-2012-00049). The physician did not want to attempt deploying; therefore, everything was removed. The rep commented that the pt needed repair due to this accordion as this "boogered up" artery and the artery possibly needed patched. Two limbs of another MFR's were then implanted and sealed everything. The pt received 12 units of blood and is stable at this time. Add'l info received (B)(4) 2011 - an iliac leg was trying to be implanted to fix a zenith migrated limb. Device kinked and was not deployed. The physician removed the device and implanted another MFR's limbs to seal off the endoleak.

Manufacturer narrative:
Event is currently under investigation.